Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, to report a loss of signal for an unspecified duration patient experienced on (B)(6) 2014. No injuries or medical intervention were reported.